Event description:
(B)(4). On (B)(6) 2016, I visited my primary care manger for a yearly physical and to request a consult regarding the essure I had in my tubes and the chronic pain I had endured. She did an x-ray and I was informed that there were a total of 3 coils visible on my x-ray; two being on the left side of my abdomen. I was quickly scheduled for a consultation appointment to take place (B)(6) 2016. On saturday, (B)(6) 2016, while walking at work, I was doubled-over in pain radiating from my left, lower abdomen. I was unable to walk, I became pale and sweaty, and I was admitted for an emergency hysterectomy. This surgery ended up taking place sunday, (B)(6) 2016. Uterus, tubes, and cervix were removed, leaving both ovaries. I am currently seeking copies of all records regarding essure to find out if it was documented that 3 coils were implanted and perhaps a reason as to why.

Event description:
(B)(4). Immediate pain on my left side upon waking from the placement of the devices. Informed the placing doctor about my pain and it was dismissed and told it would get better. Developed severe allergies to the environment and foods I had eaten my entire life within 90 days of implantation. Suffered anaphylactic shock at the 3 month post-implant mark. I have continued to develop new and severe allergies over the past 4 years, as well as hives and rashes suddenly appearing for no apparent reason. An x-ray last week revealed more than one coil in my left tube.